Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose exceeded 500 mg/dl the other night; the customer treated by bolusing throughout the night. Troubleshooting was declined for the insulin pump. No products were returned or replaced.